Event description:
The customer contacted bayer via email and stated that he received a blood glucose reading of "lo" using his contour usb meter and a reading of 130 mg/dl using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service replied to the customer's email, but there has been no further contact. No product will be returned at this time.

Manufacturer narrative:
The customer did not provide his meter serial number, so it was not possible to determine the manufacture date.